Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Along with the returned sample, one photograph of cadd cassette reservoir was received, and the photograph showed misalignment in the cassette tube. During analysis, misalignment was noted in the cassette tube. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received that a smiths medical cadd 100 ml medication cassette reservoir was being used with a smiths medical pump and during use of the product, the tubing on the pressure plate appeared to be expanding. In most cases, there was some medical fluid that remained in the cassette indicating that not all medical fluid was completely dosed. There were no adverse events reported.